Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - health effect - clinical code and medical device problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 322-10-05 - humeral adapter tray, +5: (B)(6), 322-46-03 - 145-deg pe 46mm hum liner +2.5: (B)(6), 320-08-46 - glenosphere exp 46mm +4mm offset: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 -eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 -eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 -eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 -eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6), 300-30-09 - equinoxe preserve stem 9mm: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right reverse total shoulder revision. Subsequently, the patient's torque defining screw separated from the humeral stem resulting in disassociation of the humeral tray. As a result, the patient underwent an additional shoulder revision surgery approximately 6 months after their first revision surgery and 6 years after their initial implantation. No further patient impact reported. No further information available. This is report 1 of 2 for this event.